Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device alarmed blower temperature high. No patient harm reported.

Manufacturer narrative:
Bad (B)(6) 2017. Device evaluation & resolution: the bench technician confirmed the reported problem and found the filters were found to be dusty. The blower assembly and the air inlet filters were replaced to resolve this issue. Conclusion: the determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Due to no part returning for failure investigation the root cause of the reported issue could not be determined.

Manufacturer narrative:
On (B)(6) 2017 conclusion : this customer complaint was caused by a locked blower assembly shaft. This blower assembly will be returned to our vendor for further analysis and this report will be updated when the analysis is provided.